Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection verified the cable attaching the rigid antenna assembly to the unit had exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported event of exposed wires on the rigid antenna assembly was confirmed. The root cause was isolated to physical damage due to an undetermined event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the rigid antenna assembly.